Manufacturer narrative:
Components evaluated performed as intended. No malfunction of the power wheelchair suspected. End user was operating the power wheelchair in a confined space and was not wearing the seatbelt as warned in the hoveround owner's manual.

Event description:
End user reports the power wheelchair stopped quickly as she was driving into her bathroom. The end user reports not wearing the seatbelt and allegedly fell out of the seat onto the floor.